Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Controller 2.0/(B)(4)/ model #1420 / exp. Date: 2018-05-31. Device available for evaluation; mfg. Date: 2017-05-31; labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's power consumption was above normal operating range and experience multiple high watt alarms. The patient also had a controller power-up and associated pump start indicating a loss of power to the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files. Analysis of the log files revealed an increase in power consumption starting (B)(6) 2018 and 22 high watt alarms logged since (B)(6) 2018. Two controller power-up events and an associated motor start event were recorded on (B)(6) 2018, which occurred when the patient was exchanged from the previous controller to the alleged controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.